Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Subject reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 440 mg/dl, over 300 mg/dl, 200 mg/dl. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.